Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value 400 mg/dl and 200 mg/dl. Customer reported that the serter was getting stuck. The reservoir and the insulin pump will not be return for analysis.